Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for potentially associated lot number gd896126. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896126 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and fever coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with ampicillin intravenously for the abdominal pain. The cause of the peritonitis was unknown. Five days after the hospitalization, the patient underwent a pd catheter revision. The patient had not recovered and the hospitalization was ongoing. No additional information is available. This is report 2 of 3.